Manufacturer narrative:
On (B)(6) 2015, the device analysis found that an unexpected reset had occurred.

Event description:
It was reported that the customer received an alarm from the pump indicating that the battery needed to be charged or the pump will turn off. Shortly after, the pump did turn off. The customer plugged the pump in and was charging. Tandem technical support confirmed with the customer that the battery level was low prior to the sounding of the alarm. The customer's blood glucose level was not impacted.